Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint on the interface board. Unable to verify the button keypad anomaly, scrolling numbers on the display anomaly, a failed battery test alarm, a battery out limit alarm due to the blank display. The pump was received with a severely scratched display window, a cracked reservoir tube lip and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the buttons were unresponsive. Customer's blood glucose was 203 mg/dl. Customer mentioned the device had a blank display. Device had also alarmed battery out limit alarm and failed battery test alarm. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.